Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from australia alleged that they generated potential false positive results for patients¿ samples tested in with cobas® sars-cov-2 for use on the cobas® 6800/8800 systems. Patient 1's sample generated a target 1 (t1) positive and target 2 (t2) negative result. Patient 2's and patient 3's samples generated t1 negative, t2 positive results. All three samples were analyzed on the cobas® 6800. The three patients¿ same samples were repeat tested on a different platform (genexpert) which generated negative results for each sample. Patient sample was collected using oropharyngeal collects with flocked swabs in copan utm, bd uvt, or flocked swabs in pathwest vtm. Some samples obtained daily those were dry oral rayon swabs eluted in viral transport media in the laboratory. The retest negative results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA guidance, 3 mdrs will be submitted as each sample was tested in a separate run/batch.

Manufacturer narrative:
No product problem related to the customer allegation was identified. Because the samples are near or below the limit of detection (lod), it is not unlikely that repeated testing with the cobas® 6800 may generate a negative result, as lod samples can be expected to waiver between positive and negative detection. Although a definite root cause cannot be pinpointed, a minor contamination event occurring in the first round of testing cannot be ruled out, which may be more likely as the curves for these samples were very flat with a suppressed ic curve. Also, the samples compared are from same collections and it is possible that the already low viral load changed as time passed. It must also be taken into account the differences in technology between the roche and non-roche assays. As the lab also alleged that the instrument may have contributed to the unexpected reactive results, problem reports were requested, but were not available. Facility name has been truncated due to limited characterization; full facility name: qe ii medical ctr wa health pathwest laboratory medicine (B)(4).